Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2018 and a barbed suture was used. During the procedure, the suture was detached from the needle during first passing by continuous suturing. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information: investigation summary ==> it was reported performance pull off suture needle. An empty opened winding former, a detached needle and a dispensed suture were returned for analysis. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the pull off suture needle is a short insertion.